Manufacturer narrative:
This report is associated with argus case (B)(4), corega ultra cream. Corega ultra cream is marketed as super poligrip cream in the us.

Event description:
Addiction. Case description: this case was reported by a consumer via call center representative and described the occurrence of addiction in a female patient who received triple salt dental adhesive cream (corega ultra cream) cream for dentures. Concomitant products included denture adhesive powder-cmc (corega super powder). On an unknown date, the patient started corega ultra cream. On an unknown date, an unknown time after starting corega ultra cream, the patient experienced addiction (serious criteria gsk medically significant). On an unknown date, the outcome of the addiction was not reported. It was unknown if the reporter considered the addiction to be related to corega ultra cream. . Additional details: it was reported that the patient already used corega in powder presentation and did not like it. After using corega ultra cream, the patient became addicted to it.